Event description:
Upon inspection, the implant returned was identified as a one piece abutment/implant (zopxxx).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient age and date of birth unknown / not provided. Patient sex unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Initial reporter email address unknown / not provided. PMA/510(k) number not available. A one piece abutment/implant (zopxxx) was returned fractured. The fracture was identified at the abutment region. What looks like bone/tissue was seen attached to the implant external threads. Based on the evaluation, device malfunction was confirmed for the item returned. (Zopxxx) additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation are parafunctional habits of the patient or patient specific issues, during the implantation period. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.